Event description:
Patient¿s wife called and stated that her husband¿s right hip implant had dislocated on the following dates, (B)(6) 2017. Patient had a revision done on (B)(6) 2017.

Manufacturer narrative:
An event regarding dislocation involving a metal head was reported. The event was confirmed by medical review. Method & results: -product evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: " on june 23, 2009 he underwent a primary right total hip arthroplasty utilizing stryker navigation for a diagnosis of"severe degenerative arthritis right hip. ... On november 12, 2009 the patient was admitted for increased pain in the right hip. A fluoroscopically guided hip aspirate noted 19,000 wbcs and"... Increased uptake on a bone scan ... Subsidence of the hip on x-ray ... And an aspirate noted proprionbactor as an offending organism ... Calm down on IV antibiotics ... Scheduled for surgery november 20th ¿.. Surgery could not be performed ... Discharged on IV clindamycin via PICC line ... Plan: surgery after thanksgiving holiday". On november 27, 2009 surgery to the right hip was pertormed for which no operative report is available. A progress note indicates the surgery included " ... 6: total hip revision; 7: use of antibiotic cement; 8: soft tissue transfer". Implant labels indicate four units of simplex p bone cement, a depuy acetabular component and constrained liner, four units of stimulan calcium bone void filler, gmrs 12/150 bowed press-fit stem, 70mm gmrs extension piece, and a 40/0 v-40 lfit head were all utilized. ... An office visit of october 7, 2010 has an x-ray noting "good alignment ... No signs of loosening ... " ... On december 19, 2016 he bent over and sustained a dislocation of his right total hip arthroplasty, and on december 20, 2016 a closed reduction of the proximal femoral replacement total hip was performed. ... X-rays dated december 19, 2016 are multiple views of the right hip demonstrating a posterior dislocation of the hip arthroplasty. X-rays dated december 20, 2016, december 23, 2016, december 26, 2016 and december 28, 2016 are multiple views of the right hip, which are reduced. ... On march 9, 2017 he once again dislocated his right total hip, and on march 10, 2017 he underwent a closed reduction under general anesthesia, which was noted to be stable on reduction. ... X-rays dated march 9, 2017 and march 10, 2017 are multiple views of the right total hip arthroplasty dislocated. Additional films dated march 10, 2017 are multiple views of the right total hip arthroplasty reduced. ... X-rays dated july 6, 2017 are an ap of the pelvis and lateral of the right hip noting a posterior dislocation. X-rays dated july 7, 2017 and july 8, 2017 are multiple views of the dislocated right total hip arthroplasty. No examination of explanted components and no clinical follow-up after september 27, 2017 are available." -product history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. The event was confirmed based on medical review. Review of the medical review indicated that " x-rays dated december 19, 2016 are multiple views of the right hip demonstrating a posterior dislocation of the hip arthroplasty. X-rays dated december 20, 2016, december 23, 2016, december 26, 2016 and december 28, 2016 are multiple views of the right hip, which are reduced. ... X-rays dated march 9, 2017 and march 10, 2017 are multiple views of the right total hip arthroplasty dislocated. Additional films dated march 10, 2017 are multiple views of the right total hip arthroplasty reduced. ... X-rays dated july 6, 2017 are an ap of the pelvis and lateral of the right hip noting a posterior dislocation. X-rays dated july 7, 2017 and july 8, 2017 are multiple views of the dislocated right total hip arthroplasty. ... No examination of explanted components and no clinical follow-up after september 27, 2017 are available. In this case of an obese male patient complicated by parkinson's disease and cardiac disease, a severe periprosthetic infection within the first six months post-operative resulted in a salvage surgery delayed by medical problems and requiring massive debridement, proximal femoral replacement, and a constrained acetabular component by another manufacturer. The subsequent multiple dislocations and mechanical failure of the depuy constrained liner resulted in several closed reductions and, ultimately, a revision to a larger acetabular component and constrained liner, also by depuy. The stryker proximal femoral replacement was retained and continues to be well-fixed and functional. The only stryker components requiring revision were the primary femoral and acetabular components, which were removed for periprosthetic infection. There is no evidence that factors associated with any stryker products' design, manufacturing or materials were responsible for these clinical situations." If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Manufacturer narrative:
An event regarding dislocation involving a metal head was reported. The event was confirmed through medical notes provided. Method & results: device evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. The following comment was provided. I reviewed the available records on this patient and while the revisions for infection and later for recurrent dislocations were not likely component related, more clinical information including operative reports, clinical and past medical history, explanted component examination and current patient status would be required to evaluate this case. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported event was confirmed though operative notes however based on the medical review comment the exact cause of the event could not be determined as insufficient information was provided. Further information such as more clinical information including operative reports, clinical and past medical history, explanted component examination and current patient status would be required to evaluate this case. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient¿s wife called and stated that her husband¿s right hip implant had dislocated on the following dates, (B)(6) 2016, (B)(6) 2017 and (B)(6) 2017. Patient had a revision done on (B)(6) 2017.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient¿s wife called and stated that her husband¿s right hip implant had dislocated on the following dates, (B)(6), patient had a revision done on (B)(6).